Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass, when stapling small bowel, the stapler was able to fire but there was poor staple formation and the last 10mm of staple line was incomplete distally that looked like jagged. It was over sewed to complete the case.